Manufacturer narrative:
The investigation was initiated, but is not complete. This initial report is being submitted to notify the FDA and meet the 30 day reporting requirement. Upon completion of the eval, a f/u report will be submitted.

Event description:
Customer states pump did not shut off or alarm when food was gone. The reporter indicated the pump continued pumping air. No pt injury.